Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer replaced the power management board and tested. Battery charged all the way. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) battery charger icon is having issues. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) battery charger icon was having issues. There was no patient involvement and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
The following investigation was performed by the technician of the maquet national repair center (nrc) wayne, nj. The national repair center installed the pcb,power management part into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the battery icon issue. The board passed testing. Sending the board to the supplier per procedure. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the pcb,power management part from the supplier. The supplier observed that the board was slightly damaged on the lower left corner of the pc board. However, this slight damage did not prevent the board from performing to factory specifications. The supplier could not verify the failure of the battery icon issue. The board passed testing. Retaining the board in the failure analysis dept. Per procedure.

Manufacturer narrative:
The fat dept received part number: 0670-00-1162 serial number: (B)(6) from the supplier. The supplier evaluation states the following: perform incoming visual inspection. Result: found connector pin bent at location j7. Unable to proceed with serial number scanning. The fat dept will retain this part as per procedure 0002-07-d008.